Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that according to the x-ray at the time of the patient's implant it appears that the lead were parallel.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 16-aug-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since the date of implant ((B)(6) 2018) the patient¿s leads had been crossed in the upper part of their back and their scs (spinal cord stimulator) would feel good when they were standing up, but when they lied down it would ¿zap the crap out of them¿. They stated that tomorrow ((B)(6) 2020), they were having the entire internal scs removed and they were having a surgery to fuse their back together. No further complications were reported/anticipated.